Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without the bolus having been requested. Customer's blood glucose level was 244 mg/dl. Tandem technical support attempted to review the pump data in order to verify the alleged issue; however, contact declined. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of bolus deliveries revealed that each bolus delivered by the pump on (B)(6) 2019 was requested by the user following a successful unlock of the pump screen, entry of carbohydrate and/or blood glucose values, and confirmation of bolus request. User requested a 1.67 unit bolus for 20 grams of carbohydrates at 11:59 pm on (B)(6) 2019, which completed delivery at 12:00 am on (B)(6) 2019. User requested a 1.92 unit bolus for 23 grams of carbohydrates at 12:07 am, a 10.5 unit bolus for 122 grams of carbohydrates and a blood glucose (bg) of 133 mg/dl at 9:59 am, a 2.44 unit bolus for 25 grams of carbohydrates and a bg of 284 mg/dl at 12:19 pm, and a 0.08 unit bolus for 1 gram of carbohydrates at 1:02 pm. Additionally, the depletion of the estimated volume of insulin in the cartridge was reviewed and compared to the requested delivery. The cartridge was filled with approximately 246 units of usable insulin on 6/1/2019. Review of the individual insulin delivery events showed approximately 24 units had been requested via basal, 19 units via bolus, and 11 units during the load process when approximately 190 units of usable insulin remained and deliveries were stopped on (B)(6) 2019 there is no evidence of device malfunction.